Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon was screwing in the dome hole plug of a trident shell. He cross threaded the cup and plug threads. He attempted to continued to seat the plug and stripped the end of the screwdriver due to much force. The cup and was removed and a new one implanted due to the dome hole plug not being seated all the way. The surgery continued without incidence.

Event description:
It was reported that the surgeon was screwing in the dome hole plug of a trident shell. He cross threaded the cup and plug threads. He attempted to continued to seat the plug and stripped the end of the screwdriver due to much force. The cup and was removed and a new one implanted due to the dome hole plug not being seated all the way. The surgery continued without incidence.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown dome hole plug. A supplemental report will be submitted upon completion of the investigation.